Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a failure to capture and sense the patient. Insulation damage was also noted with the rv lead. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.